Manufacturer narrative:
(B)(4). The device have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that tpn 1600ml was hung at 2100 on (B)(6) 2014. The tpn was stopped and a new bag of IV fluid was hung pending lab results. Clinical equipment specialist reviewed the device logs and believes the devices were correctly programmed. No further patient or event information was provided.